Event description:
It was reported that (1) cdh29 was used during a low anterior resecton procedure, the device did not staple. Opened another device to complete the case. There was no consequence to patient.